Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient reported stoma site pain, inflammation and bleeding. On (B)(6) 2020, the patient was admitted to the hospital for a stoma infection. It was unknown what treatment the patient received for the infection. On (B)(6) 2020, the patient still had stoma pain, blood, and inflammation. The patient was transferred to another hospital on (B)(6) 2020 for further treatment. No additional information was available on the type of treatment the patient received.